Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2021-01513. It was reported during a lead revision surgery on (B)(6) 2021 the physician was unable to implant the replacement leads due to scar tissue. As such, the procedure was abandoned.